Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of customer feedback could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.

Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following verbatim. This patient's triple lumen ij had the new bd maxzero claves, and there was blood stuck in the clave, even after multiple flushes. I¿m writing to share some ongoing concerns regarding the recent switch to the bd maxzero needleless connector (clave) on our unit. While we understand the intent behind this change is to improve patient safety, we¿ve encountered several issues that are negatively impacting both patient care and nursing workflows. One of the primary concerns is that when blood is drawn back through the clave, a drop of blood is expelled, which creates a mess and exposes nurses to potential bloodborne risks, as the blood is not contained. Additionally, even after flushing with saline, visible blood remains in the connector, despite a full 10ml flush. Stagnant blood is a recognized cause of central line infections, which raises significant safety concerns. Moreover, the need for additional flushing to clear the blood increases workload and could result in unnecessary costs related to excessive saline use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.